Event description:
The customer contacted baxter (B)(4) to report one (1) sol set w/duovent 10 dpm 103nb y 6" from retractable mll s, in which the tubing tore below the roller clamp and leaked during patient infusion. The reporter stated no injury or adverse event is reported. No additional information available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned for evaluation. The sample arrived fully primed and spiked into an empty 100ml 2b0043 solution bag with an empty 1g merck reconstituted vial attached. The sample was removed from the bag and spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. This showed that there is a leak in the tubing approx. 45 inches below the drip chamber. Closer visual inspection under a microscope showed that there is a small hole in the tubing with material pulled up and visible roller marks. The opposite side of the tubing in the leak area also showed surface cuts and roller marks. Therefore, the reported condition was confirmed. Visual inspection of the roller and housing under a microscope showed no obvious defects. An assignable root cause could not be determined at this time. Additional information: a batch review was performed on the reported lot with no deviations found.